Manufacturer narrative:
Device analysis: product analysis confirmed that it was not possible to deploy the stent from the returned device. When an attempt was made to retract the outer sheath during analysis, a restriction was met and the outer sheath broke at 12 mm distal to the shrink tubing. It was also not possible to retract the outer sheath by hand. The shaft was dissected proximal to the monorail exit and the inner was withdrawn. When it was reinserted, some resistance in movement of the inner through the outer was noted in the location of the stent outer to distal outer weld. The distal stent wires were uncrossed and kinked. No other issues were noted with the device. A review of the manufacturing records for this batch found that the device met its material, assembly, and product specifications. The directions for use state, "it is recommended to pre-dilate the stenosis with an undersized balloon (diameter 3mm to 4mm) before the wallstent is deployed." The root cause of the difficulties experienced during the procedure is unknown. A CAPA has been initiated to address deployment issues for this product.

Event description:
Reportable based on analysis approved 2007, which indicated stent damage. It was reported that during an internal carotid artery (ica) stenting treatment procedure, the carotid wallstent monorail 8.0 x 21mm did not deploy. The lesion being treated was a moderately calcified, 90% stenotic, de novo lesion measuring 30 mm in length. The lesion was located at the bifurcation of the mildly tortuous, 7 mm diameter ica. Ivus was not used in this procedure. The lesion was not predilated. The physician encountered significant resistance during attempts to deploy the stent. The stent did not open while in the ica, and the entire stent and delivery system were therefore removed. The patient was asymptomatic during this event. The procedure was terminated due to the two failed attempts and the same type of device was not available. No patient injuries or complications were reported. Patient status is reported as "normal/stable."